Event description:
Customer alleges discrepant results with meter compared to lab: see scanned table. Less than 1 hour between meter results and lab draws.

Manufacturer narrative:
Investigation pending.